Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted the patient also had erosion, pain in their right neck, soft tissue swelling erythema, a hematoma, bruising and drainage. It was also reported that antibiotic treatment was used. The crt-d system was extracted. No further patient complications have been reported as a result of this event.